Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a part of vessel sealer extend (vse) instrument fell out inside, causing an unusual noise. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The vessel sealer extend instrument was analyzed and found to have a dislodged bearing in the housing. The instrument housing was removed and found an instrument bearing dislodged from its expected location. The roll bearing appears to be dislodged. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.